Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. The user/interface flex assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly and confirmed that this assembly would not allow a device to power on. The cause of the reported failure was determining to be due to a plug connector, designator p21, being torn from flex solder pads c1-ground, c2-usb+, and c3-usb-.

Event description:
It was initially reported by the customer that the device would not power off. Upon eval by physio-control, it was also observed that there was a failure of an assembly that would not allow a device to power on. There were no reports of pt use associated with the reported failure.